Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that when they had their system explanted, a small amount of lead remained implanted. No symptoms were reported. There were no further complications reported and/or anticipated.